Event description:
During a clinic follow-up, an error message from the device was received. Furthermore, the device was unable to be interrogated. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of no inductive telemetry and no bluetooth (ble) telemetry could not be confirmed, while the reported event of error message was confirmed. The device was received in reset with battery voltage above elective replacement indicator (eri). The device image was analyzed and showed reset. Analysis of the device image could not determine the reason for reset. Product code was reloaded and the device was monitored, but the reset did not reproduce. A device history review (DHR) was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.